Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not expired. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. After the ligator cap was assembled onto the scope wherein there was no difficulty experienced upon setting up the device, the device was tested outside the patient prior to the procedure. It was noticed that the band could not be deployed and it "twined together." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.